Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular pacing lead impedance increased to out of range, high about a week ago. There was also increase in right ventricular capture threshold and decrease in right ventricular sensing. Additionally, the patient received inappropriate hv therapy due to noise. Lead fracture was noted. During lead revision procedure on (B)(6) 2018, the lead broke between the rv coil and svc coil and distal portion remained inside the patient. A new lead was implanted successfully. The patient was stable throughout the procedure.